Event description:
It was reported that during implantation of the patient's left ventricular lead, the wire that was being loaded came out of the lumen through the side body of the lead. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece without the associated guidewire. Visual analysis found the lead insulation punctured/damaged at the distal region of the lead consistent with perforation of the lead body by guidewire. At the same location visual analysis also found the inner coil kinked/damaged with ptfe coating of the guidewire noted inside the coil lumen consistent with procedural damage.